Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient experienced cardiac tamponade resulting from a right ventricular (rv) perforation. The rv lead was removed and pericardiocentesis was performed. The patient is currently being monitored. No further patient complications have been reported as a result of this event.